Event description:
Additional information received reported the event occurred prior to the patient¿s enrollment date into the study.

Event description:
It was reported that the patient experienced swelling and fluid retention/accumulation around the pump. Upon surgical observation, disconnection of the catheter was observed on (B)(6) 2007. The catheter attachment broke causing catheter disconnection. Surgical revision of the catheter connector occurred. The patient resolved without sequelae as of (B)(6) 2007. It was later reported that the device system was used to deliver compounded baclofen and morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).